Event description:
Performed a coronary CT angiogram on a male patient with contrast product iomeron 400: 90ml injected out of 100ml - lot m2p563. On the visual, the medical staff noticed the abnormal presence of air on the right ventricle. (About 15cc) the patient then complained of an abnormally loud noise towards the end of the examination. After checking, they noticed a presence of air in the rinsing tubing that is used after the injection of the contrast product. Clinical consequences for the patient: cough and breathing difficulties. The patient was under oxygen and taken in the emergency department with hyperbaric equipment.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.